Event description:
Information was received indicating that a smiths medical pump didn't deliver anything to the patient even though they thought it had during the night. There were no reported adverse events.